Event description:
Hcp reported the patient complained of lack of drug effect. The catheter was checked and was patent. The physician was convinced it was a pump stall. The device was explanted in 2001 and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.